Manufacturer narrative:
The company representative replaced the drive manifold asst (k6, k7, k8). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. If the unit/part is returned for evaluation, upon results availability a supplement document will be provided. (B)(4).

Event description:
The customer reported that during iab therapy the iabp generated an alarm of "low vacuum" and stopped. The device was replaced and the therapy was continued. No patient injury was reported.